Event description:
The user reported the central control monitor did not remain in a set position. The user reported that the bushing and pin that hold the monitor screen in place were worn. The device was used for the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.